Event description:
In 2009, a patient had an opcab performed. Initially, the ramus anastomosis seemed hemostatic, but over the weekend, this patient was brought back to the operating room for bleeding from this site.

Manufacturer narrative:
The device performed as specified, and the surgery was completed. The patient was brought back into the operating room during the weekend for bleeding from this site. The bleeding was easily controlled with two stitches. Upon speaking with the physician, it was noted that the patient was on plavix prior to the surgery, and was having trouble with coagulation.